Event description:
Ous MDR - it was reported that after 63 months, during a routine follow-up noise was noted on this lead. The interrogation revealed vf events followed by ICD charging. No shocks were delivered. No adverse patient side effects were reported. The lead was capped and a new one implanted. The ICD was replaced.

Manufacturer narrative:
The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular devices as well as the data returned for analysis. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. During the analysis of the returned data, the clinical observation was confirmed. Noise was observed in the ventricular channel, which led to the detection several vf episodes. None of these episodes resulted in shock delivery. In summary, the lead and the ICD were not returned for analysis. The review of the quality documents confirmed a regular manufacturing of these devices. The presence of noise was confirmed through the inspection of the available data. However, based on the information available for analysis, no conclusions can be drawn regarding the root cause of the clinical observation.